Manufacturer narrative:
Complaint no: (B)(4). This is a report of a use error that resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique during peritoneal dialysis (pd) therapy, which resulted in bacterial peritonitis. The breach in aseptic technique was further described as the patient did not wash and dry their hands appropriately prior to therapy. The patient was hospitalized on the same day as onset of the peritonitis. The patient was treated with ceftazidime (intraperitoneally, dose and frequency not reported) for the event. Treatment was ongoing. The patient was discharged from the hospital eight days after hospitalization and had recovered from the event. It was reported that the patient was retrained on aseptic technique. Pd therapy was ongoing. Additional information was requested but is not available.